Event description:
A malfunction code, identified as malf 12, was reported. The customer's blood glucose level was affected, reaching 220 mg/dl. The customer contacted cts for assistance, who then provided information to reset the pump, which resolved the issue. No further malfunction occurred after the reset, and the customer was advised to continue using the pump and to call back if the issue recurred.